Event description:
It was reported that an ilet was dropped, after which the screen began separating from the device, and the user provided a photo; the issue was characterized as a loss of or failure to bond involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with a component failure affecting the display and bonding interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.